Event description:
Caregiver stated consumer allegedly fell out of bed due to rail giving away. Alleged bruise on right leg.

Manufacturer narrative:
The consumer is a female, (B)(6). The consumer has preexisting medical conditions which include, copd, chronic aschemic heart disease and diabetes. The consumers stability and medication regimen are unknown. The consumers technique while using the device and the maintenance history of the device are also unknown. Dealer receive a service call on (B)(6) and their technician went out to look at the unit on (B)(6). They replaced the rail at that time. The rails were on crooked and a screw driver was holding the rail in place. The technician also indicated that the bed was in a different location than where they had setup the bed. The dealer reviewed his records and was able to confirm that the consumer/bed system was moved by the consumer/caregiver at least 4 different times. They took down and put the unit together on their own. RMA 859816303-l has been initiated for this issue.